Event description:
During a follow up call for a system error 2240 alarm (see report 1423500-2011-11204), the customer reported that the same alarm occurred on (B)(6) 2011. The home patient (hp) stated the cause of the alarm was that she was using two patient line extensions and was not able to completely prime the setup. The hp tried to re-prime the lines, but was unsuccessful. The hp was also able to resume therapy with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was confirmed. The assignable cause was due to use-error by the patient. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. This issue has been escalated to CAPA.